Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. On the same day as onset, the patient was treated with vancomycin (2gm, frequency, duration and route not reported) for peritonitis. The following day, the patient was treated with amikacin (dose, frequency, duration and route not reported) for peritonitis. At the time of this report the patient outcome was unknown. The action taken with dianeal therapy was not reported. No additional information is available.

Manufacturer narrative:
Dianeal therapy remained ongoing. On an unreported date, the patient¿s effluent was clear. Seven days after the event onset, the vancomycin and amikacin were discontinued. That same day, the patient was deemed recovered. Should additional relevant information become available, a supplemental report will be submitted.